Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer's blood glucose level was reported to be 290 mg/dl, which was addressed with a correction bolus. Tandem technical support confirmed that a follow up would be made to confirm if the customer received a more accurate reading after the delivery of 10.2 units of insulin. Multiple attempts were made by tandem technical support to obtain if the customer's fill estimate issue had been resolved; however, no additional information was provided regarding the reported event.